Event description:
A report was received that the patient was experiencing irritation at the ipg site. It was noted that the ipg was at the pant waist line. The patient underwent an ipg revision procedure wherein the ipg was moved lower than the original location. No device malfunction was suspected. The patient was doing well postoperatively.